Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the charging port center pin was physically damaged. There was no reported patient involvement, therefore no health consequences or impact.

Manufacturer narrative:
Updated to correct the event date and date returned to mfg.